Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for the priming process, and the customer reported being unable to exit the load reservoir process. Attempted to complete it again, but the pump could not complete the load reservoir process. Troubleshooting was partially performed for the insulin flow block, and the customer reported that the event was recurring. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. No prime fill anomaly noted during test. Unit successfully downloaded to thus. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2025 08:49:00.000 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, missing display cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rails. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. No prime fill anomaly noted during analysis. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.